Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During support, the patient was significantly bleeding from extracorporeal membrane oxygenation (ECMO) decannulation site. Blood transfusion was done to resolve the issue. Patient survived the procedure.